Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that with this implant patient kept on increasing the setting every time went to the bathroom, since the day of the implant. Patient said thought that was the way therapy worked, that the implant would absorb the fluid and patient didn't need to actually go to the bathroom. Patient said that he kept on drinking liquids, and didn't monitor fluid intake. Patient said by increasing the battery so much and frequently, it "burned out the battery." Patient said that he kept on increasing the setting even though it was uncomfortable due to his understanding of the therapy at the time. Patient received replacement system on (B)(6) 2021. Patient said that he now has a better understanding of the therapy and it is working better.